Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 instrument didn't form normally, but at a crossing angle and failed to clamp the tissue tightly. A competitor's instrument was used to complete the case. There was no consequence to the pt.